Event description:
A portion of the IV tubing broke off inside the brown port of the central line which had been inserted 1/9/95 on the right. Nurses clamped remaining portion of the tube and attempted to remove it but were unsuccessful. Port could not be closed off so entire catheter had to be removed.